Manufacturer narrative:
It was reported that on 04/29/2011 the patient underwent revision of the previously implanted mesh. It was reported that on (B)(6) 2013 the patient underwent mesh revision. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair and cystoscopy due to prolapse and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent extensive transvaginal urethrolysis, exploration and removal of foreign body (scar and mesh), bladder neck suspension for urethral and bladder mobility, enterocele repair, vaginal vault suspension using a modified sacrospinous fixation, and rectocele repair, due to large rectocele and enterocele and cystocele, moderate, complications of a mesh surgery on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 02/7/2019. Additional narrative: it was reported that following the procedure the patient experienced urinary tract infection, urinary frequency and urinary urgency.